Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Due to the patient being hepatitis positive, the site will not be returning the instrument to isi for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the plastic part of the wrist from a cadiere forceps instrument broke and fell inside an infected patient. A backup instrument was used to continue. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the plastic part of the wrist from a cadiere forceps instrument broke and fell inside a patient who was infected. The fragment was retrieved during the same procedure. A backup instrument was used to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the operating room (or) nurse and obtained the following additional information: the patient is hepatitis positive. The customer retrieved the fragment from the patient immediately using a da vinci forceps. All fragments were retrieved with no additional surgical procedure required. The instrument was inspected prior to use. The surgeon did not notice any issue with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was never removed prior to the breakage. The wrist was straightened upon the final removal of the instrument. The surgical staff did not feel any resistance upon the removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula or the instrument after the event occurred. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications.